Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and open book image error alarm. Customer stated pump was beeping and gave error and insulin pump screen was blank. Customer stated crack in the back of the battery compartment. Changed battery but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.